Event description:
As part of a clinical trial, a patient received an injection with a pen needle 5mm that expired on 04/30/2024. Tmaik 25april2024 additional information - per email clarification (attached): a patient was administered one of these needles ref 325107 on a clinical site but with an expired date of 30/03/24 . Could you tell me what the impact on the patient might be? Do you have any stability data on the product in this case?

Manufacturer narrative:
Additional information provided in b4, g6, h2, h3, h11 corrections made to d3 (country type), h6(type of investigation and investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.